Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm during bolus. Customer's blood glucose was 96 mg/dl. Troubleshooting was performed and insulin pump continued to receive a no delivery alarm. Customer was advised that insulin pump may have been caused by an infusion set or reservoir occlusion. Customer did not have anymore supplies to continue troubleshooting, therefore, cause of no delivery alarm was not determined. Customer would go home and change complete set.